Manufacturer narrative:
The complainant was reminded by natus technical service how to adjust the neoblue 3 unit's intensity, and the complainant reported that the unit's intensity was adjusted to be within specifications.

Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This investigation is ongoing.

Event description:
The customer reported to natus about their neoblue 3 installed on (B)(6) 2017, timer reading: 60 hrs led light intensity measured with the nb radiometer was low when the unit was set "high" and was within specs when the unit was set "low" and the timer on the unit read 60 hours. Per the customer the intensity reading at high setting was 25 and 14 on low setting. The unit was moved from room to room and they were not sure if the unit was adjusted for a particular patient. Natus tech support help troubleshoot the device intensity with the customer onsite, problem resolved. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.